Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms were reported. Customer changed infusion set multiple times, however issue persisted. Customer's blood glucose level was not provided, however, customer reportedly had an unspecified amount of ketones. Reportedly, the customer continued to use the pump for insulin delivery.